Event description:
A pt reported experiencing hyperglycemia while using a one touch meter. On event date, pt blood glucose was in the 20s or 30s on ot meter. Pt took set amount of 10u of nph. Because of the low blood glucose, pt went to see their physician. Pt had a blood glucose of 44mg/dl on ot compared to 414mg/dl on physician's meter of unknown brand. Pt did not experience any symptoms. No treatment was given or needed. No further info was provided.